Manufacturer narrative:
Pre-connect: product analysis of the returned components confirmed a device malfunction as the probable cause for the event. The product record review indicated that the reported events do not represent an unanticipated event, and the product met all in-process and final inspections prior to leaving boston scientific. The investigation conclusion code of cause traced to component failure was chosen because component failures identified during product analysis were determined to be the most probable cause of the reported events. Based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence: product analysis summary: the product analysis confirmed a product malfunction. The identified cylindered leaks due to wear and broken fabric threads would cause the device to be unable to fill as expected. Without fluid it is impossible to inflate the device. DHR review / similar complaint review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 632680 found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. No further review required risk review: the ams 700 hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. No further review is required pump: product analysis of the returned components did not confirm a device malfunction as the probable cause for the event. The product record review indicated that the reported events do not represent an unanticipated event, and the product met all in-process and final inspections prior to leaving boston scientific. The investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed based on investigation of the reservoir component. Based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence: product analysis summary: the product analysis did not confirm a reservoir component malfunction. DHR review / similar complaint review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 633680 found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. No further review required risk review: the ams 700 hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. No further review is required.

Event description:
It was reported that the patient was scheduled to undergo a surgical procedure to replace this inflatable penile prosthesis (ipp) as the cylinder components would not fill as expected. No further information is currently available. Additional information was received indicating a revision procedure was performed at which time the existing ipp was removed and a new device implanted consisting of cylinders, pump, and reservoir. There were no complications associated with the procedure and the patient was satisfied with the results.

Event description:
It was reported that the patient was scheduled to undergo a surgical procedure to replace this inflatable penile prosthesis (ipp) as the cylinder components would not fill as expected. No further information is currently available. Additional information was received indicating a revision procedure was performed at which time the existing ipp was removed and a new device implanted consisting of cylinders, pump, and reservoir. There were no complications associated with the procedure and the patient was satisfied with the results.